Event description:
It was reported by service report that the breakaway head section does not lock. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - pivots, missing pivot pins, trigger lock.